Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found the sc connector difficulty led to explant.

Event description:
It was reported that they were unable to completely remove the sc connector from the pump at replacement for the pump nearing end of life (eol). As a result of the event the sc connector was replaced and added to the new pump. No symptoms were associated with the event. The patient resolved without sequelae (B)(6) 2015. The old pump was returned to the manufacturer. The pump was used to infuse baclofen (lioresal). No unplanned intervention was reported for this event. Follow up was conducted to obtain additional information; if additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.